Event description:
The customer reported that the left monitor would intermittently not display an image. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The dicom box was replaced during the service call. The system was tested and found to be working as intended and put back into service.